Event description:
It was reported, that the camera head image was poor and water tightness was not maintained. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customers complaint was confirmed. It was also noted that the camera was not watertight due to adhesive fraying on the oredome on the main unit side and water leak inside adapter. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head image was poor and water tightness was not maintained. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.